Event description:
It has been reported to the co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft to right coronary artery and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician deflated the stent delivery balloon and the occlusion balloon deflated unexpectedly. The physician removed the stent delivery system and inserted the aspiration catheter and aspirated particulate twice. The physician was able to reinflate the occlusion balloon to 5.5mm and aspirated the vessel 4 more times. The physician then deflated the occlusion balloon and the patient experienced no re-flow. The physician reinflated the occlusion balloon and inserted the aspiration catheter and aspirated the vessel another 4 times and administered verapamil. The patient had thrombolysis in myocordial infraction ii to iii at the end of the procedure. The patient is reported to be fine.